Manufacturer narrative:
(B)(4). Supplemental emdr. Upon receipt the returned sample received a visual examination and a functional check. The following markings were found: snowden pencer, USA, 89-6112, c18, and ce0123. Upon visual examination and functional check, the reported failure mode was confirmed, and the cable had broke and separated into two pieces. An examination of the cable indicated that several strands of the cable had broke in the same general area, but did not create a shear plane, which suggested that the cable frayed from wear. The cable frayed within the proximal most flex region, which was the most common region for wear. As the device was actuated, the tension screw at the proximal end of the device displaced the tension cable in the proximal direction, closing the gap between segment pieces as it was displaced. The cable was fixed at the distal end. This mechanism for how the device actuated led to the most amount of cable travel through the segment pieces occurring at the proximal most segment piece. For this reason, fraying of the cable was most common at this location. Additionally, damage was observed at the distal end of the primary shaft that indicated that this device was mechanically over stressed in a direction opposite of the direction it was designed to flex towards. This damage was in the form of deformed metal that has been flared outward in the recess of the shaft end that accepted the male protrusion from the next, more distal segment piece. This would suggest that while the device was in a mostly articulated state, it was being subjected to forces in the opposite direction it was designed for. The cable also showed some signs of discoloration. These two observations combined to suggest that this device was being cleaned in its articulated state, and that the flex region of this instrument may be experiencing unintended flexing from impacts with other devices or the cleaning sterilizing equipment. The slight discoloration and corrosion of the cable material may have also contributed to the eventual failure of the cable material. The cable was measured against the product specifications and was found to be within specifications. A total of 83 other devices were produced with a date code of c18. One other complaint was identified for 89-6112 with a date code of c18 for the same failure mode. However, that issue was submitted 22 months prior to this complaint when the other device was only 10 months old. This device was manufactured 32 months before the failure mode occurred and diamond-flex retractors only have a 1 year warranty against wear. The instructions for use (IFU) for this device instructed the user, ¿prior to use, inspect device to ensure proper function, insulation and condition. Do not use devices if they do not satisfactorily perform their intended function or have physical damage.¿ the IFU also stated, ¿when sterilizing or storing this device, always use the protective/sterilizing sleeve provided. Failure to use the sleeve may result in premature device failure. This device should never be folded or bent to fit into a small sterilization tray." Based on the absence of a non-conformance in the cable material or a trend that indicated a cause other than wear, evidence of the cable fraying apart, evidence that this device may have been cleaned and sterilized several times in its articulated state, trapping in solution that is meant to flush out of the segment pieces, and that the device may have impacted foreign objects during that cleaning/sterilizing caused the device to be mechanically over stressed in a direction it wasn't designed for. Therefore, the most probable root cause of the reported failure mode was a combination of wear and mechanical over stress. Please be advised to inspect the device before and after each use for any signs that the cable may have begun to fray, to always clean, sterilize, and store the device with the sterilization sleeve protecting the flex region of the device to avoid mechanical shock or over stressing the device. As a courtesy, a one time replacement device will be issued for this incident. H3 other text : evaluation has been performed.

Event description:
It was reported that retractor cable broke during procedure while inside patient.

Manufacturer narrative:
Pr (B)(6). Initial emdr submission. A device is anticipated for investigation. Once the investigation has been completed a supplemental emdr will be submitted for the investigation results. If any additional information is received a supplemental will be submitted with those details.

Event description:
It was reported that retractor cable broke during procedure while inside patient.